Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 patient reported pair new transmitter about 20 min ago but doesn't know what alert was displayed before that. No product was provided for evaluation. Data was provided for investigation. Confirmation of the complaint was confirmed through transmitter failed via data. The probable cause could not be determined via data. No additional event or patient information is available. The reported event of unknown alert was displayed is reportable based on the findings of transmitter failure.